Event description:
It was reported to philips that the azurion system had a standby movement failure. The device was in clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the clea extension board, which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was not in clinical use at the time of the incident. A philips field service engineer (fse) inspected the system and confirmed that system stand cannot move. After reviewing log file, fse found the error. Upon some technical test fse found spc4 extension board failed the test. Fse replaced clea extension board, after replacing the clea extension board, the system returned to use in good working order. The codes were updated based on the investigation outcome.